Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they replaced the uf check valve which resolved the issue. The machine was returned to service with no further issue. No parts were returned for evaluation. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the device mfg review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line and the drain height were within specifications. The biomedical technician from the facility reported that he replaced the uf check valve. The machine has passed functional testing and has been returned to service.